Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant, the right atrial (ra) lead exhibited a rise in thresholds and far field r-wave (ffrw) oversensing. It was determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.